Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving unknown morphine (10mg/ml a 0.6mg/day) via an implantable pump. The indications for use were unknown. It was reported that the patient went to the emergency room on (B)(6) 2023. The patient reported symptoms of low blood pressure and pneumonia. The hospital thought it was the pump so they put a magnet over it to stop medication. There were no environmental, external, or patient factors that may have led or contributed to the issue stated by the family. The manufacturer representative (rep) interrogated the pump to see what the concentration and daily dose of the drug was. The nurse and doctor both decided to take the patient down to a minimum rate. It was unknown if the issue was resolved at the time of the report. It was noted that the hcp had no further information. Additional information was received from the healthcare provider (hcp) on 2023-08-16, which indicated that the patient went into the emergency room (ER) with overdose symptoms. It was not known which exact medication was in the pump. The hcp requested a manufacturer representative (rep) to come over to the hospital to interrogate and check the pump. The hcp was transferred to the national answering service to page a rep. Technical services indicated that, if the hcp wanted to empty the pump reservoir, they could use emergency procedure steps to empty the pump. Emergency procedure instructions were sent to the hcp. Instructions for stopping the pump with a magnet were also provided. Additional information received from the hcp and patient family member via a rep received on 2023-08-27 indicated that the cause of the patient's symptoms were not determined. At the time of this report, the patient was out of the hospital and was doing fine. The patient's symptoms resolved.